Manufacturer narrative:
The complaint device has not been received to date. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that while using formula shaver blades, small parts of metal from the shaver blades are floating around in the knee.